Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power off. The complaint was classified based on the information obtained by the customer care advocate (cca). The lay user stated that the alleged issue began at an unspecified time in (B)(6) 2012. The patient denied managing her diabetes with medication or making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that 10 minutes after the alleged issue began she developed symptoms of "shaky and tightness in her stomach." The patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that this was not the first time the patient was using the subject meter and that there was no misuse to the subject meter. The patient informed the cca that the meter display was allegedly showing the last blood glucose result obtained. The cca was unable to confirm if the alleged issue was resolved with troubleshooting. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of the alleged issue. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.